Event description:
A baxter service technician reported finding a colleague infusion pump with a faulty (inoperable) pumphead module keypad. This event occurred during product eval. There was no pt injury or medical intervention necessary. No additional information is available. This device is a colleague 2006 pump with a user interface software version of 5.09.90.

Manufacturer narrative:
During product eval, a baxter service technician reported finding a faulty (inoperable) pumphead module keypad. This condition was caused by a defective pumphead module keypad. The pumhead module keypad was replaced to correct this condition. This issue is currently being investigated.